Event description:
The user received erratic results for three pt samples. Sample 2: the initial glucose result was 0.3 mg per dl, repeat result was 78.4 mg per dl. The initial result was not reported. The field service representative determined the sample probe had aspirated sst gel. The user replaced the sample probe and cuvettes, and cleaned the probes and nozzles. To verify the analyzer performance, calibration and qc were performed.

Event description:
The user received erratic results for three pt samples. Sample 3: on (B) (6) 2009, the initial glucose result was not provided, but was flagged with a delta check, the first repeat result was 32.1 mg per dl, the second repeat result was 121 mg per dl. The initial result was not reported. The field service representative determined the sample probe had aspirated sst gel. The user replaced the sample probe and cuvettes, and cleaned the probes and nozzles. To verify the analyzer performance, calibration and qc were performed.

Event description:
The user received erratic results for three pt samples. Sample 1: on (B) (6) 2009, had an initial urine total protein result of less than 2, the first repeat result was 1.2, the second repeat result was -4.1, and the third repeat result was 46.0. No units of measure were provided. The initial result was reported and the result correct. The pt was not adversely affected. The field service representative determined the sample probe had aspirated sst gel. The user replaced the sample probe and cuvettes, and cleaned the probes and nozzles. To verify the analyzer performance, calibration and qc were performed.